Event description:
Return reason: the customer reported that 4pcs. Of catheter extension line ruptured when contrast medium were injected with 550psi (returning 2pcs. Only). Analysis determined: investigation found a 1mm tubing rupture directly below distal hub, origin unk. No observable mfg defects were found. Unit dimensions are acceptable and within specifications in the incoming lot and this unit. No other returns of this type were received from this tubing lot. Unit was used in vivo. This was not determined until analysis was completed. No further info is available on the pt's status. Remedial action taken: the corrective action is that both the frequency and severity of this type of incident will be closely monitored to determine if further remedial action is necessary.